Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a directional coronary atherectomy was performed on the moderately tortuous, left anterior descending (lad) coronary artery when a perforation occurred. While using a guide liner, a 3.5x19mm graftmaster stent delivery system was attempted to treat the perforation, however failed to cross due to anatomy. The device was removed without issue and a non-abbott device was used in replacement. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.